Event description:
Boston scientific received info that ventricular threshold measurements were high through device status post implant. The right ventricular (rv) lead had pulled back, losing its slack. The decision was made to revise the lead. When pocket was opened, there was blood noted in the header of the device. The slack was replaced in the rv lead, and r-waves and threshold measurements were within normal limits. No lead revision was needed, but a new device was handed off due to blood in the header. To date, no adverse pt effects were reported. Boston scientific did not make the event date available.